Event description:
Postoperatively a pt presented with mild regurgitation and hemolysis. The surgeon does not believe the regurgitation is due to the device. No intervention was done for the regurgitation and it continues. The pt requires monthly blood transfusions for the hemolysis and is almost asymptomatic. Last examination revealed anemia and ldh of approx 1000.